Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not turning and rotating well. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information about the complaint. Instrument was inspected prior to use. Issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The surgeon was attempting to manipulate instruments from the surgeon console. The rotation was hard to turn. The movements of the surgeon scaled appropriately to the instrument and moved in the intended direction. The forceps was slow to turn / hard to turn by surgeon. There was no delay noticed by the surgeon. No shakiness and no interference. Issue was persistent. A replacement instrument was used, and no injury was noted. Isi did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. This causes the instrument not to turn/rotate well. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h10/h11 for follow-up information.